Manufacturer narrative:
Additional information: the reporter indicated that the infusion took approximately 4 days to complete. Correction: device code (B)(4) will be replaced with (B)(4). The device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range of 0.90 ¿ 1.10 ml/hr. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor filled with nacl and albumin did not fully infuse. The fill volume of the infusor was 96ml. It was further specified, that a non-baxter line was inadvertently clamped for 2-4 hours during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.